Event description:
Healthcare professional reported, "band defilled to 0cc, still not tolerating fluids. Admitted to hospital by surgery two days later. Patient intolerance, not to be reinserted." Follow-up findings: the patient complaint with the requirements of the lap-band ap system.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The report of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Intolerance is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of intolerance as follows: "fluid should be removed from the system if there were symptoms of excessive restriction or obstruction, including excessive sense of fullness, heartburn, regurgitation and vomiting. If symptoms are not relieved by removal of the fluid, a barium meal should be used to evaluate the anatomy."